Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The hcp reported that the patient's ins required charging too often and that this is a change from past charging patterns. The hcp also reported that the patient fell while outside about 2-3 weeks ago that could be related to the charging issue. The hcp did not currently have access to the patient and thus, no troubleshooting could be done. The hcp reported that the patient would follow up with their primary healthcare provider. No patient symptoms were reported.